Event description:
Identified product in use approx 2-3 months. Six occurrences of needle becoming dislodged & coming out of pt; - 4 occurrences noted in dept. No consequences & replaced - came out at home pt. On pump - became dislodged resulting in taxol extravasation into tissue around port. Use has been discontinued in practice.